Event description:
An intermittent issue with the axiom luminos drf system was reported. On the first occasion during an examination table movements were not smooth and somewhat sudden; on another occasion the table tilted 2 degrees when the exposure button was activated. It was also reported that during a different examination no radiation was released when pressing the exposure button. There are no injuries attributed to these events. The reported issues occurred in the (B)(6).

Manufacturer narrative:
Our factory experts are conduction an investigation of the reported events. The provided log files showed that a joystick might be at fault. The joystick was requested for further investigation. The axiom luminos drf system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. Customer's address: (B)(6).